Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.8x16mm rx graftmaster covered stent failed to cross the heavily calcified left anterior descending artery, where the perforation was present, due to the anatomy. Additionally, the proximal shaft broke into two pieces during advancement due to the heavily calcified anatomy. No other device or procedure issues were noted. The device was simply removed. Balloon dilatation was performed to seal the perforation. No further treatment was done. The final patient outcome was satisfactory. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and shaft detachment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.